Event description:
It was reported that a was observed at filter of a vented paclitaxel set during infusion with nacl and a chemo drug (non-baxter product). The reported condition occurred during infusion. There was no patient injury involved in this event. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.